Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot-assisted laparoscopic gastrectomy, when the small intestine was resected for roux-en-y reconstruction, after connecting the reload and checking the opening and closing, the green button was pressed, and the device was fired, but it stopped immediately, and stapling could not perform. Another power handle, shell, adapter and reload were opened and used to complete the case. There was no patient injury.